Manufacturer narrative:
The device was returned to manufacturer for eval. During their testing, the device would not run due to an alarm condition (no flow above pump alarm). The device required adjustment to the pump bag contact in order to resolve this alarm condition. After this measure was taken, the pump was given delivery accuracy testing and found to meet the product specifications. The reported problem could not be confirmed.

Event description:
User facility reported that the infusion of parenteral nutrition was delivered in 2 hours rather than the programmed 13 hour interval. Pt became hyperglycemic. No treatment details provided.